Manufacturer narrative:
(B)(4). This complaint for air in tubing (without alarm) was not confirmed due to unavailable sample. The cause was that the patient connected during the priming of the disposable set. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). The sample availability is unknown.the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained

Event description:
This report is to address the issue of air in patient line. The customer contacted baxter's technical service center to report a check patient line occurred on home choice (hc) during use during drain 1 . The baxter technical representative (tsr) had the home patient (hp) check line for kinks and occlusion. The hp stated that the line was full of air bubbles. Initial drain volume (idv)=3ml. The tsr assisted the hp in ending therapy and advised to start over with new supplies. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.